Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing on the applicable manufacturing records found no indication of product deficiency. As indicated in the provided information, it was presumed that the trapping balloon of the concomitant trapliner was inflated against the tip of the caravel so that tensile stress generated with removal would exceed the product design limit and made the tip tear apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter detached during a pci to treat a mildly calcified cto in the rca. A 6f trapliner was used for retrograde access to the rca due to the length of a retrograde wire. On trying to trap out the caravel, the trapliner balloon was inflated against the tip of the caravel. The caravel tip dehisced and the separated tip was not noticed until a balloon was advanced over the wire. The physician then used another microcatheter and pushed the separated caravel tip through the septal to the distal rca where distal to the cto there was no flow to push the tip out into the aorta and risk damage i.e. Stroke. The patient was fine. The cto was not opened this time. Another attempt was planned in the coming months.